Manufacturer narrative:
Evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken. The device was returned empty and with the lockout mechanism fired through. The instrument is designed to lockout when all the clips have been fired. The batch record was reviewed and no anomalies were noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap choley procedure, the device misfired. The procedure was completed with another device. There was no patient consequence.